Event description:
Subsequent to the initial medwatch report filed, additional information was received: common femoral arteriotomy closure was attempted using the pre-close technique after a percutaneous coronary interventional procedure. The proglide device was pre-flushed with saline prior to the procedure. The physician is reported trained in the use of the proglide device. No additional information was provided.

Event description:
It was reported that an arteriotomy closure was attempted using a proglide device after an interventional procedure. Reportedly, the proglide bleedback lumen clotted/occluded on first use upon insertion into the artery. There was no patency even after vigorous flushing and lumen remained blocked. The device was removed and a new proglide was used. The second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported marker lumen blockage was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar marker lumen blockage incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.